Event description:
When the nurse attempted to remove the needle/stylet assembly, the unit fell apart without any resistance. It appeared that the device was not properly bonded at the extension tubing and winged inserter. The pt's platelet count is low; bleeding was the only complication from the attempted insertion, the pt's medical condition is stable and there was no harm to the pt as a result of this incident.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).